Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found a twisted cable. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus the camera head had no image during a cystoscopy. There was a delay while looking for a replacement and the procedure was completed successfully without the camera. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a twisted cable on the device was noticed however a probable cause of the indicated phenomenon "images are not displayed" could not be confirmed. Additionally, it was confirmed that the 20 minute procedural delay did not impact the patient's health. It is likely that the procedure was delayed for 20 minutes due to the replacement of other devices because the images were not displayed. Olympus will continue to monitor field performance for this device.